Event description:
It was reported that (1) ecs25 was used during a low anterior resection procedure. It was reported by the rep that the instrument inserted transanally. The surgeon fired until a crunch was heard. A hole was immediately observed on the anterior side of the distal portion of bowel. Stool was leaking out of the hole. The staple line was inspected. There appeared to be an incomplete line of staples on anterior side. The surgeon resected staple line, reinserted another ecs25 and fired. Anastomosis completed successfully. There was extended or time by twenty minutes.